Event description:
During remote monitoring, episodes of noise resulting in oversensing were observed on the right atrial (ra) lead. Ra lead damage was suspected, but not confirmed to be the cause of the event. Lead revision is anticipated, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
During remote monitoring, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Rv lead damage was suspected, but not confirmed to be the cause of the event. Lead revision is anticipated, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.